Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: unable to perform complaint lot history check due to an unknown lot number for does not detach as intended. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, does not detach as intended) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for does not detach as intended. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles experienced an outer cover that would not attach/inability to remove needle from pen during use. The following information was provided by the initial reporter: consumer called to express satisfaction with nano 2nd gen pen needles. She stated that she was using original nano needles and had a difficult time removing the needle from the pen after injection. Consumer does not have the box and was not able to read the lot number from the tear drop label. She said she discarded the box but had a few needles left. Lot #: unknown, catalog #: 320122, date of event: unknown.